Event description:
The pt's stimulation was turning off with the left side neurostimulator (ins).the right side was okay. There were 8 incidents of the ins turning off, but it was unclear how that was substantiated. He stays at home most of the day and lives a sedentary lifestyle. It was noted that he uses a chair lift. It was determined that some unk magnetic interference takes place within his home. A custom made vest was made to mitigate the effects of the emi but he does not like wearing the vest. This issue has been addressed for quite some time.

Manufacturer narrative:
(B) (4).